Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The patient was noted to have been brushing their teeth at the time of the delivered shock. This was noted to be the second delivered inappropriate shock to this patient. Technical services (ts) provided further troubleshooting option due determine the cause of the reported observations. This system remains in service. No adverse patient effects were reported.